Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with redness, infection and wound dehiscence at the device site. The infection was not associated with any abbott product or procedure. Transesophageal echocardiography revealed no vegetation or thrombus noted on the leads. The gallant, right atrial lead (ra), right ventricular (rv) lead, left ventricular (lv) lead and were explanted. The patient was in stable condition throughout the procedure.